Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal event. A device check revealed intermittent loss of capture (loc) at 7.5v@2ms in both unipolar and bipolar. The physician reviewed x-rays and it appeared that the rv lead had dislodged. Subsequently, this rv lead was explanted and a new lead was placed for left bundle branch area pacing (lbbap). No additional adverse patient effects were reported. The explanted rv lead is expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal event. A device check revealed intermittent loss of capture (loc) at 7.5v@2ms in both unipolar and bipolar. The physician reviewed x-rays and it appeared that the rv lead had dislodged. Subsequently, this rv lead was explanted and a new lead was placed for left bundle branch area pacing (lbbap). No additional adverse patient effects were reported. The explanted rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.